Event description:
Information received from the (B)(6). Medtronic (covidien) received information that the right m2 was fully recanalized with just one pass of the solitaire fr 6x30. Severe vasospasm was noticed in the cervical carotid, 5mg of verapamil was given and the event completely resolved. Tici (thrombolysis in cerebral infarction) scale after device use was 3. No other complications were reported. The device was discarded at the site. The patient was reported to have been discharged with nihss (national institute of health stroke scale) of 0.

Manufacturer narrative:
The device inolved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported.(B)(4).